Event description:
A user facility reported that during insertion of an intraocular lens (iol), the lens surged forward and caused a capsular bag tear. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).